Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿missing catheter¿. A potential root cause for this failure could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter. 7. Prep patient with povidone-iodine swabsticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage. 11. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory."

Event description:
It was reported that the catheter was missing from the tray.